Event description:
Boston scientific crm received information from the clinician that stored electrogram strips revealed noise on the ventricular channel, along with an atrial tachy response (atr) episode. The noise was not reproducible in the clinic and a lead safety switch had occurred. No specific impedance measurements were known. The right ventricular (rv) lead was reprogrammed to unipolar and the patient will continue to be monitored. New information was received approximately one year later that this rv lead was surgically abandoned and replaced. A revision procedure had been performed to address a lead fracture with impedance measurements greater than 2500ohms. No adverse effects were reported.

Manufacturer narrative:
As the product remains implanted but abandoned, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the report will be updated as necessary.